Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be confirmed at this time. However, based on similar reported events related to the reported device and reported event, the operator¿s technique cannot be ruled out as a contributory factor of the reported event. The following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the device is returned at a later date, this report will be updated accordingly.

Event description:
Olympus was informed that the end of a vaginal hysterectomy procedure, the probe at the distal tip of the device broke off and fell into the patient¿s vaginal cavity. It was reported that a probe error occurred and the device was disconnected and reconnected. A successful probe check was initiated. After a period of time, the probe detached. There was no additional medical or surgical intervention required as the probe was quickly retrieved from the patient by hand. There was no patient injury reported. There was also no longer stay, additional treatment or unexpected bleeding to the patient reported. In addition, the device was inspected prior to procedure with no anomalies observed.